Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the plastic case of the out flow pipe was broken, was confirmed. It was found that both covers of the device were damaged and the tamper-proof seal was missing. The device also had inadequate flow and the device was found to be not calibrated properly. The irreparable cover was replaced, the device was newly calibrated, tested and found to be fully functional. User mishandling is the most probable root cause for the physical damage to the covers. The missing tamper-proof seal is an indication that someone not authorized has opened the device. The physical damage to the device would have caused the inadequate flow. A manufacturing record evaluation was performed for the finished device (serial number : g09a11021) , and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances were identified.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). A manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that before an unknown procedure, it was observed that the plastic case of the out flow pipe of the 4580 fms duo+ pump/shaver combo ns was broken. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).